Event description:
Lap chole- "dr. (B)(6) performed a lap chole and has issues with our clip misfiring and double loading. At the end of the case dr. (B)(6) put a jp drain in case the clips didn't stay secure. After the case (B)(6) had the patient transported to (B)(6) and an ercp was performed finding a cystic duck leak. Fmc placed a biliary stent that was removed 9-30 at tcmc. The ca090 went to a risk management team and it was determined that tcmc no longer wants to use this product."

Manufacturer narrative:
Investigation summary: twenty four (24) sterile samples were returned for evaluation. Upon inspection, engineering tested two samples from each lot and determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. The units were disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incidents. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Customer returned 2 lot# 1228865 & 1227674. Ra has just received the sterile devices and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.